Event description:
It was reported that the screen had dimmed, making insulin dosing difficult. There was no reported impact to the customer¿s blood glucose level. The parents declined further follow-up, and additional information could not be obtained.